Manufacturer narrative:
This report is submitted on 07 february 2020.

Event description:
Per the clinic, the patient experienced poor performance with device use resulting in explant of the device (date not reported). The patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on may 5, 2020.